Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that a vitrectomy performed. Due to the possibility of inflammation relapse, eye drop treatment is continuing. Symptoms resolved.

Manufacturer narrative:
Product evaluation: the product was not returned. The lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The handpiece indicated is not qualified for use with the cartridge used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported aseptic endophthalmitis following an intraocular lens (iol) implant procedure. The patient experienced blurred vision. Fibrins were confirmed at the edge of the iol and cloudy vitreous humor was confirmed by echo. The patient was treated with steroids. The symptoms are improving. The sample is not available for return as it still remains implanted.